Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-13322. It was reported that the patient experienced uncomfortable stimulation. X-rays were performed and discovered that the patient's leads migrated. Surgical intervention may be planned to address this issue.